Manufacturer narrative:
Testing of actual/suspected device: a supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit: the full name is: (B)(6).

Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed an electrical test failure code #50. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6, h10, h11 corrected field: d5. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the motor controller pcb defective. In order to fix the issue, the fse replaced the motor controller pcb. The fse then performed all functional and safety tests and the unit was working fine. The unit was then handed over to the customer in good working condition.